Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) on the right atrial (ra) lead. It was also reported there were two undersensed ventricular beats on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.